Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or it add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that during a procedure, when tissue was grasped, the device would not activate to seal the tissue. Reportedly, the surgery time was extended by more than 30 minutes due to the product problem. There was no harm to the pt.